Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The event was not duplicated during testing as the device was seized; the device was found to be outside of specifications. The device was found to be affected by internal corrosion and damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was overheated and turned on when the trigger was not depressed. There was no patient involvement; no patient impact.